Manufacturer narrative:
Since the reporter did not provide the device identifiers (e.g., lot number, part number) a historical review was performed to obtain potential lot numbers that may have been involved with the reported event. The records show that the following lot numbers were distributed to the healthcare facility: (B)(6). The device history records were reviewed for each lot and there were no discrepancies or unusual findings that relate to the reported event. No further evaluation is possible. Manufacturer reference #: (B)(4).

Event description:
Despite multiple attempts to obtain additional information regarding the reported event, no further information has been received from the doctor. Email communications were sent to the doctor and the research study data coordinator on 3 different days. In addition, a letter requesting additional information was mailed to the clinic, via postal service. To date, no response has been received.

Manufacturer narrative:
The microstent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Persistent inflammation, iop elevation, and microstent explantation are listed in the u.s. Device labeling as potential adverse events. (B)(4).

Event description:
While conducting a literature review, an event of prolonged inflammation and rising intraocular pressure (iop) was described. Per the article, the doctor recalls "trying to remove a hydrus implant in a patient with prolonged inflammation and rising iop; revision was impossible due to fibrosis." The event date, implant date, and device identifiers are unknown at this time. Additional information has been requested from the reporter on 2 occasions, but no response has been received.